Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed. Sensor alert history in dms confirmed the electrical failure and the algorithm worked correctly in triggering mep/ec 39.

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement resulting in early sensor removal.